Manufacturer narrative:
One used sample was received for evaluation, without original packaging. The tracheal tube was not returned with the sample. The catheter body was fully extended and visually examined. There was no signs of damaged/ pinched/ curved tubing. The sample was attached to a mobivac suctioning equipment with the suction set at 120mmhg. No leak was detected in the system. The distal end was examined for a blocked skive, but no blockage was found. The reported event of a break that caused a leak could not be confirmed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Per additional information received, the patient is a (B)(6) old male, weighing (B)(6). The patient is reported to be doing well and is off ventilation.

Manufacturer narrative:
(B)(4). The device history record for m5313t502 was reviewed and the product was produced according to product specifications. The product involved in the report has been returned and is being processed for evaluation. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that during treatment, the nurse noted a leak at the base of the medical device, it appeared that the catheter had broken. The patient, a child, had allegedly not been ventilated for a while due to this break, causing desaturation and significant bradycardia. The nurse cut the tracheal tube to ventilate the child. No further information has been provided at this time.